Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 312-01-01 - resurfacing cage, 25mm. (B)(6) 312-01-50 - resurfacing humeral head 50mm. (B)(6) 313-35-00 - 3mm x 250mm k-wire.

Event description:
It was reported that this 68 y/o male patient's left shoulder was revised approximately 10 years 2 months post op. Surgeon revised a failed resurfacing-anatomic shoulder with caged glenoid. There were signs of polyethylene wear and metallosis. The central cage had separated from the rest of the caged glenoid component. Surgeon revised to a competitors device. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of full thickness prosthesis wear and cracking of the glenoid over the course of 10 years of implantation, possibly secondary to contributions from overstuffing of the joint. Prosthesis wear of the humeral head could not be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.